Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate dropped below thirty nine or forty and that the implantable pulse generator (ipg) was "not able to control a minimum of sixty beats per minute" and was pacing below the lower limit. The ipg remains in use. No patient complications have been reported as a result of this event.